Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. Several noise reversion and hvr episodes were noted due to noise oversensing. Noise was not reproducible. It was noted that the patient was pacing with noise reversion more than required. The lead was capped on (B)(6) 2021. The patient was asymptomatic and stable.